Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery longevity was short. Customer was assisted in clearing the "weak battery" alarm. Customer's blood glucose was 400 mg/dl which was treated with bolus delivery. High blood glucose caused customer to have frequent urination. Customer was educated on appropriate battery type.